Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired device four to five times and all the clips were malformed. Case completed with another device of the same product code. There were no patient consequences reported.